Event description:
The patient sought medical attention on (B)(6) 2026, for a same-day emergency department visit lasting a few hours. At the time medical attention was sought, the patient was wearing a pod on the abdomen for an unknown duration of use. The patient presented with symptoms of nausea, full-body pain, and headaches. Medical evaluation resulted in a diagnosis of constipation, and treatment included administration of a gastrointestinal cocktail as well as influenza and covid testing. The patient reported uncertainty regarding whether the medical event was related to pod use, citing ongoing and persistent medical issues over the preceding month. The specific pod in use was confirmed not to be from the affected field safety notice. The patient reported generally elevated glucose levels over the prior month, typically in the 200's mg/dl and occasionally as high as the 400's mg/dl; however, glucose data specific to the medical event were unavailable.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. Lot release records were reviewed, and the product lot met all acceptance criteria. We are unable to determine if any product condition could have contributed to the reported emergency room visit and potential hyperglycemia. Locked down smartphone: data not available. Omnipod software app version: data not available. Operating system: data not available. Hardware: data not available. Cgm sensor type: data not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.